Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by micro movements due to repeated external mechanical impacts, to be the root cause of device failure. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device became suddenly worse at the end of (B)(6) 2018. After re-fitting and 2 months of observation there was no improvement observed. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device became suddenly worse at the end of (B)(6) 2018. After re-fitting and 2 months of observation there was no improvement observed. There was no accident or trauma reported. The recipient was re-implanted.